Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction. It was reported that their phone (and communicator) were stolen some  time ago and they needed an MRI urgently following a car accident. The patient asked for a replacement phone/communicator so they could put their device in MRI mode. They intended to have the device removed but needed the MRI first. Additional information was received from a healthcare professional (HCP) on 2026-Jul-02. The HCP reported that the patient was currently waitlisted for a surgical consult. They will be able to give more information after the patient is seen. Additional information was received from a healthcare professional (HCP) on 2026-Jul-20. The HCP reported that the patient was seen on (b)(6) 2026. It was unknown if the intended device removal was due to the car accident affecting the patient's implanted system. The HCP stated that the patient was with hip pain since the motor vehicle accident (MVA). The accident occurred on (b)(6) 2026. Device removal was planned, but not yet scheduled. The HCP provided notes for an appointment with the patient on (b)(6) 2026. In summary, the patient presented in office for a consultation to remove their Interstim device and wires. The patient reported the device had been off for 2-3 years since their programmer was stolen. The patient was in a recent MVA where they were rear ended on (b)(6) 2026 and reported sustaining injuries that required an MRI for full assessment. An MRI was unable to be scheduled until the patient was able to provide proof that their Interstim device was turned off or in MRI compatible mode. The HCP recommended scheduling a follow-up on the next peripheral nerve evaluation (PNE) when a manufacturer representative (rep) was able to be in office. They needed to attempt to connect to the device to be able to show it was tuned off or in MRI mode. Per the patient, their physical therapist recommended the removal of the device from radiating hip pain and muscle spasms post-accident. It was noted that the Interstim generator and wires were shallow on the exam day. They discussed removing the neuromodulator and leads, and the patient wished to proceed with removal at this time. A referral for device removal was sent.

Manufacturer narrative:
Continuation of D10: Product ID 978B128 Lot# VA2Q92U Serial# Implanted: 2023-03-08 Explanted: Product Type LEAD. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.